Manufacturer narrative:
Investigation in process, but not yet complete.

Event description:
It was reported that, "when the screw was getting put into the plate it would not lock in place. It was stuck inside the plate and also spinning in place. Surgeon got screw out and used another screw and it locked properly."